Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a sensor malfunction. The customer's blood glucose level was 140 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised that the device would be replaced, and informed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.